Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and possible over delivery anomaly. Blood glucose reading was 2.4 mmol/l. The customer stated the insulin pump was over delivering because they has been constantly going low for the past one week. Customer saw insulin was coming out on the other end of the tubing during the fill tubing. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the auto mode feature was automatically delivering insulin at the time of low blood glucose event. The reservoir will not be returned for analysis.